Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a program alarm anomaly, a signal too low alarm, an unexpected restart alarm and moisture in reservoir compartment. Customer's blood glucose was 117 mg/dl. Customer reported that after battery change, insulin pump received an unexpected restart alarm and pump began to make a solid beep sound. Customer was not able to continue troubleshooting due to feeling ill. Customer would call back in order to continue.